Event description:
The jet ventilator circuit malfunctioned. Staffperson believes the cartridge in the circuit cracked. Water was being continuously pumped through the circuit into the endotracheal tube. Upon the staffperson's arrival, the crnp was bagging the baby. Staffperson changed the circuit, reset the jet and it was functioning properly. The baby was placed back on the jet and there has been no recurrence at this point.